Manufacturer narrative:
G4: (B)(6) 2020. B4: (B)(6) 2020. The device was evaluated by the field service engineer and it was confirmed that the green, orange, and red alarm light emitting diode's (led) failed. The field service engineer replaced the power switch overlay to address the reported issue. The issue has been resolved, the device was tested, and the device now functions as intended. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 30dec2019.

Event description:
The customer reported alarm led failure. The device was in clinical use at the time the issue was discovered, but there was no patient or user harm reported.

Manufacturer narrative:
G4: 28sep2020. B4: 08oct2020. The assy, switch panel, power, non-eng, wht was returned for failure analysis. Visual inspection of this power light emitting diode (led) switch panel revealed that the power led trace was damaged (detached) from the led at the green and yellow led¿s. A failure investigation (fi) technician installed the power led switch panel into a fi ventilator to duplicate the reported issue of led failure. During the unit testing the power led did not activate each time the power was cycled. The alarm led and battery led¿s activated and deactivated correctly each time. The fi technician verified this power led switch panel failure was isolated to the damaged power led trace. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.